Manufacturer narrative:
The certas valve was returned for evaluation. Review of the history device records for the valve, product code 82-8800pl with lot 4191131 showed 2 reports when released to stock. The report issues had no link to this complaint. Unique device identifier (UDI) : (B)(4). Failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was at setting 4. The valve was hydrated. After 5 days the valve setting was still at setting 4. The valve passed the test for programming, occlusion, leaks, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no programing issues were noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported difficulty programming a codman certas plus valve. The valve was implanted in a patient on (B)(6) 2020. It is reported the device would not stay programmed at the setting. The physician programmed the shunt on multiple occasions. The patient was taken back to the operating room for a shunt revision to place a new certas plus valve. No other details were provided.